Event description:
It was reported the patient presented to technical services. During the call, it was noted the pacemaker was delivering electrical impulses to the shoulder. No changes or interventions were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.